Event description:
It was reported that the programmer had excessive artifact on its electrocardiogram (ECG) trace despite having new ECG cables. It was further reported that the programmer intermittently generated a message that it was too hot and needed to be turned off. Though it was noted that this initially occurred on a hot day it was further noted that it had happened subsequently on days which were not exceptionally hot and that the message generates more frequently when a list of files is being stored to a portable data file on a universal serial bus as opposed to when it is printing. The programmer has not yet been returned to service. There was no patient involvement.

Manufacturer narrative:
Product event summary: at analysis one reason for return, "loose electrocardiogram (ECG) connection" was confirmed. It was additionally noted that the stylus was missing and that errors were found in the software updates. The device was cleaned, the ECG connector and stylus were replaced and the stylus calibrated and new software was installed. The device then passed its electrical safety test as well as all final functional and systems tests.

Event description:
It was further reported that the programmer had been returned to service.